Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to a lap top ventilator 1150. The father of the deceased claims the ventilator hose came off and the pressure support setting was flashing. The father could not tell which tubing became disconnected. He also claims that the ventilator failed to alarm audibly.